Event description:
It was reported that patient was revised due to fracture of the patella pegs, resulting in loosening of the component.

Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 1822565-2015-00306. Evaluation summary: surgical notes and x-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of surgical notes, x-rays and/or further information. Evaluation codes: the patella component and two of the sheared off posts were returned for review. A review of the returned patella component finds a flattened spot on the articulating surface with a crack centered in the flattened spot. The crack starts from the outside diameter and radiates toward the center of the patella. The posts are all sheared off in the same direction and they follow the direction of the crack. The cement used is still attached to the patella and the posts were sheared flush at the cement mantle. The condition of the returned part makes dimensional analysis unreliable. No other complaints have been received for this product/lot combination. Compatibility could not be reviewed, as the remaining components were not noted.